Event description:
During the red cell exchange operator alleges that machine pump was not running. As a result, operator alleges that 1 liter of red cells was in the waste bag and that only 600 cc's of blood was infused to the pt. Operator alleges she did not know the hct (hematocrit) of the replaced cells, and that pt's hct (hematocrit) dropped from 21 to 13.6. Pt was transfused with 4 units of blood. After treatment, pt is doing fine.